Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, undersensing was observed. All other parameters were tested and found to be in normal range. Review of records revealed decreased sensing since implant. Patient will be monitored.